Manufacturer narrative:
Updated sections: h6 health effect - impact code.

Event description:
It was reported and through additional information that a patient with a 29mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 5 years, 1 month due to stenosis. The patient presented with shortness of breath and palpitations. The procedure was performed with a with a 29mm 9755rsl valve. The patient was in intensive care unit post procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 4 years, 10 months due to unknown reasons.

Manufacturer narrative:
Updated sections: b5, b7, e1 contact, g3, g6, h6 component code, health effect - clinical code, and device code(s).

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 4 years, 10 months due to stenosis. The patient presented with shortness of breath and palpitations.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.